Manufacturer narrative:
The customer reported that their central nurse's station (cns) cannot boot up past the splash screen. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) cannot boot up past the splash screen. No harm or injury was reported.